Event description:
The manufacturer received information alleging a death occurred while using a ventilator. At this time the device has not been returned for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a death occurred while using a ventilator. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.